Manufacturer narrative:
D3 and g1: also (B)(6) .

Event description:
It was reported that during the procedure, it was found that the power would be cut off as soon as the fiber was connected, due to this, the procedure was cancelled. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Manufacturer narrative:
The console or components were not returned for analysis. However, the console was evaluated by a field service engineer (fse) at the customer site. During functional evaluation of the console, it was identified that that the lvps was damaged. The fse proceeded to perform a visual inspect of the console and determined that an expected or random component failure was identified without any design or manufacturing issue could have affected the device performance leading to the procedure cancelled. Therefore, the reported allegation is confirmed. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation. D3 and g1: also (B)(4).

Event description:
It was reported that during the procedure, it was found that the power would be cut off as soon as the fiber was connected, due to this, the procedure was cancelled. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.